Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: UDI: as the serial, lot. Number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif with the screw and the dhs plate. Garden was confirmed by the image before surgery. There was no preparation for arthroplasty implants. The dhs was inserted based on the surgeon¿s decision to perform the osteosynthesis without cancelling the operation. The surgery was completed successfully without any surgical delay. When the surgeon checked the x-ray after wound closure, cut-out of the screw was confirmed. Since there was no problem during the final image before wound closure, it might have occurred when the patient was taken off the traction table and repositioned. The surgeon guessed that cut-out of the screw occurred when the dhs was inwardly rotated after inserting the dhs in abducted position. Unowned if a arthroplasty revision surgery was done (B)(6) 2024, a arthroplasty revision surgery will be performed. No further information is available. This report is for one (1) 4.35mm ti cancellous expansion head screw 25mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: added UDI number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.